Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hyperglycemia was found. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level reached 279 mg/dl while wearing the pod between 4 and 24 hours. When removing the pod, the patient noted that the cannula a tiny bit kinked. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6) 2016: 08:43 pm pod activation, basal 1.70; 08:53 am bg 134; 10:12 pm bg 226, bolus 2.70; 10:31 pm bg 236, bolus 1.00; 10:58 pm bg 262, bolus 1.00; 11:32 pm bg 273, bolus 1.40. (B)(6) 2016: 12:00 am basal 1.70; 12:51 am bg 231, bolus 2.2; 05:11 am bg 92; 06 am basal 1.60; 10:27 am bg 104, 25 g carbs, bolus 1.95; 11:49 am bg 217, bolus 3.50; 12:30 pm bg 179; 01:19 pm bg 221, 60 g carbs, 10.7 bolus; 03:47 pm bg 273; 03:48 pm bg 279; 03:57pm pod deactivated.